Event description:
It was reported that during a laparoscopy, the device would intermittently cut when using the hand activation buttons. Used another device to complete the case. No patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.